Event description:
It is reported in the study titled "comprehensive analysis of adverse events associated with gastric peroral endoscopic myotomy: an international multicenter study " patients experienced mild to severe adverse events during and/or after procedures using a single use electrosurgical knife.   Study summary: this was a retrospective multicenter study aimed to comprehensively study the safety of gastric peroral endoscopic myotomy (g-poem) and describe the predictive factors of adverse events (aes) occurrence. A total of 216 patients who underwent g-poem for refractory gastroparesis in 13 tertiary care centers (7 USA, 1 south america, 4 europe, and 1 asia) were involved in the study. The study concluded that, g-poem seems to be a safe intervention for refractory gastroparesis. Aes are most commonly mild and managed conservatively. Longitudinal mucosal incision, use of hook knife, use of clips for mucosal closure and endoscopists experience with>20 g-poem procedures is significantly associated with decreased incidence of aes. An olympus hook knife was used in 40/216 procedures. An olympus it knife was used in 20/216 procedures. There is no report of any olympus device malfunction in any procedure described in this study. Additional information has been requested from the study author. At this time, no additional information has been provided. This report is being submitted to report the possibility that an olympus device could have caused or contributed to an adverse event experienced by a patient in this study. The attached table outlines the aes experienced by the patients and required interventions.  Case with patient identifier (B)(6) reports ae's potentially associated with procedures using a hook knife. Case with patient identifier (B)(6) reports ae's potentially associated with procedures using a it knife.